Manufacturer narrative:
The device history record (DHR) for the lot number 7009231 has been reviewed on 11/7/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. The evaluation of the returned device was completed by the failure analysis lab on 11/9/2018. Device evaluation summary: it was reported that a customer received a mentor smooth round moderate profile 325cc saline prosthesis with the presence of foreign bodies. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White material was observed on the shell surface. The mentor product analysis lab discovered a white tape stripe found on the shell surface and a white plastic stuck on the valve. No other anomalies were discovered. The complaint was confirmed even though some discrepancies were observed between the picture provided and the product received, multiple attempts were performed to clarify but no response has been received. There is no evidence that the issue is related with manufacturing. No corrective action was applicable. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a customer received a mentor smooth round moderate profile 325cc saline prosthesis with the presence of foreign bodies. The device was not implanted. No additional case details were provided. No patient or patient consequence was reported. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed and a supplemental report will be submitted.